Event description:
It was reported that a pt had sup-optimal response to intrathecal baclofen since original implant. The pt's pump was implanted on (B)(6) 2007. An inability to aspirate fluid on (B)(6) 2011 was noted; and there was no response to a bolus on (B)(6) 2011. Pump reprogramming "per weaning schedule" occurred on the following dates: (B)(6) 2011. Pt outcome was indicated as being "ongoing". Additional info will be provided in a follow up report, as it becomes available.

Manufacturer narrative:
(B)(4).